Event description:
During a monitoring visit, a physician reported a pt who was injected on 3/12/97 in her right knee. On 3/13/97, she developed increased pain in the knee. On 3/19/97, she saw her physician and reported symptoms of pain, swelling and general nausea. The physician diagnosed synovitis due to the material, aspirated her knee, and injected it with kenalog. The physician did not consider the adverse event to be serious.